Manufacturer narrative:
Sorin group received a user medwatch report (mw5055865) stating that there was no electrical conduction through the vascuclear precision bipolar during a procedure. The unit was switched out with another to complete the case. There was no report of patient injury. This MDR is being filed in response to the user medwatch report received on (B)(6) 2015. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a user medwatch report (mw5055865) stating that there was no electrical conduction through the vascular precision bipolar during a procedure. The unit was switched out with another to complete the case. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a user medwatch report (mw5055865) stating that there was no electrical conduction through the vascuclear precision bipolar during a procedure. The unit was switched out with another to complete the case. There was no report of patient injury. This MDR is being filed in response to the user medwatch report received on october 19th, 2015. As the user report did not contain information on the user facility where the event occurred and the device availability, multiple attempts were made to contact the reporter to determine this information. However, these attempts were unsuccessful. No response has been received from the initial reporter. An outside vendor supplies the bipolar device to sorin for packing and distribution. A review of the device batch record was performed by the vendor. They did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group will continue to monitor for trends related to this type of issue. Customer did not return.